Event description:
It was reported that the patient was planning to get an unknown surgery for unspecified reasons on an unknown device. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. No more information available at the moment. Should additional information become available, it will be provided. It was later verified that the patient's implant is an inflatable penile prosthesis (ipp). Sales rep contact information was provided. No more information available at the moment, further information was requested. Additional information was received that the patient was unable to inflate his device. A surgery was performed in which it was noted that the system did not have any fluid, however the reason for the fluid loss was not known. A new ipp was implanted, and the patient did not experience any further adverse events. The device was tested, and was reported to be fully functioning. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The ipp was visually inspected and functionally tested. There was a leak in one cylinder due to fold wear. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. The reservoir was visually inspected and functionally tested. There was a leak in the reservoir tube (krt) that was the result of fatigue. Fluid loss was confirmed. Based on the results of this investigation, no escalation is required. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404155, serial number: null, batch/lot number: 652227009, model/catalog description: reservoir 65 ml pc/iz. Product investigation completed. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to fold wear. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. Fluid loss was confirmed. Based on the results of this investigation, no escalation is required. Product investigation completed. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir tube (krt) that was the result of fatigue. Fluid loss was confirmed. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Model number/catalog number: 72404155, batch/lot number: 652227009, model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient was planning to get an unknown surgery for unspecified reasons on an unknown device. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. No more information available at the moment. Should additional information become available, it will be provided. It was later verified that the patient's implant is an inflatable penile prosthesis (ipp). Sales rep contact information was provided. No more information available at the moment, further information was requested. Additional information was received that the patient was unable to inflate his device. A surgery was performed in which it was noted that the system did not have any fluid, however the reason for the fluid loss was not known. A new ipp was implanted, and the patient did not experience any further adverse events. The device was tested, and was reported to be fully functioning. No more information available at the moment. Should additional information become available, it will be provided.